Event description:
Same case as MDR ID# 2134265-2012-01501. It was reported that during a stenting treatment procedure a stent delivery system was stuck on the guide wire. The target lesion was located in an unspecified calcified lesion. The 3.0 x 38mm ion mr stent delivery system was advanced over a non bsc guide wire and froze on the wire. The guide wire and stent delivery system were removed together. Another non bsc guide was introduced and a 3.0 x 38mm stent delivery system was advanced and upon resistance the shaft broke. The procedure was then completed with a 3.5 x 38mm ion stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID#2134265-2012-01501. It was reported that during a stenting treatment procedure a stent delivery system was stuck on the guide wire. The target lesion was located in an unspecified calcified lesion. The 3.0 x 38mm ion mr stent delivery system was advanced over a non bsc guide wire and froze on the wire. The guide wire and stent delivery system were removed together. Another non bsc guide was introduced and a 3.0 x 38mm stent delivery system was advanced and upon resistance the shaft broke. The procedure was then completed with a 3.5 x 38mm ion stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a taxus element/ion mr stent delivery system (sds) with guide wire. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon. Backloaded the returned 0.014 inch guide wire through the device lumen with no restrictions. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported catheter froze on wire. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).